Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case was worn, the left keyboard hinge broken, the system fan was noisy and the device failed an incoming test because the radiofrequency head connector on the link electronic module (lem) board was loose. All found defective parts were replaced and additionally the lem board was also calibrated. The software was also reconfigured, reloaded and updated. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.